Event description:
The device was explanted (B)(6) 2015 due to due to dizziness and performance decrement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 10, 2023.